Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pacemaker replacement procedure, backup vvi (bvvi) was confirmed when a radio knife was used. An elective replacement indicator (eri) had also been delivered prior to procedure. It was explained that the bvvi might be due to electrocautery from the radio knife or eri or a combination of both. The patient had a few seconds of cardiac arrest as the physician opted not to use the temporary catheter. New device was implanted and procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Analysis of the device revealed that backup was consistent with the effects of exposure to an electrosurgical device. The device was tested under nominal settings and exhibited normal functionality.